Manufacturer narrative:
Concomitant medical products: hospira IV bag, heparin concentration 25000, volume 500ml, lot 53-526-fw, exp 1nov2016; therapy date (B)(6) 2015. The customer¿s report of an infusion completing sooner than expected was not confirmed. A review of the event log starting just prior to the reported event date and time shows that on (B)(6) 2015 at 6:56am an existing infusion of an unknown drug with a concentration of 25000units/500ml, and a patient weight of (B)(6) infusing at 15ml/hr (not 50ml/hr as reported) had its vtbi manually changed to 450ml. At 7:24am, the vtbi was manually changed to 10ml. The device pause key was manually pressed throughout the time period of 7:25am to 7:31am, and the pump module remained in a paused state. At 7:35am, the channel off key was pressed which powered off the system. Approximately 7ml was calculated to have been infused during this time from when the vtbi was manually changed to 450ml. Further review of the log noted other infusions occurred on the source device, however at different programming values than what was noted during the reported event date and time. It is unknown why the infusion was manually ended before the intended programmed length. Functional testing of the pump module found the device to be delivering fluid within specification. No issues were noted with either the primary set or infusion bag. The root cause of an infusion completing sooner than expected was not identified.

Manufacturer narrative:
The affected device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a bag of heparin (25,000units/500ml) programmed for a rate of 50ml/hr infused in 30 minutes. No patient harm and/or medical intervention reported.